Event description:
On november 12, 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.

Manufacturer narrative:
Approximate age of device ¿ 6 years 5 months 12 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2012. It was reported that the account inspected the mpu and it was malfunctioning. Product was returned and patient was given a new mpu. Additional information was requested but not received.

Manufacturer narrative:
Incidental finding: analysis of the mpu's power supply pcb found that the fuse and switching transistor were damaged, which would have prevented the mpu from providing power to a system controller. The investigation was unable to determine the specific cause of the component damage. Manfacturer's investigation conclusion: the reported event of the patient's mpu malfunctioning was confirmed. (B)(4) was evaluated by technical services under work order # (B)(4).the power supply pcb was found to be defective and was replaced with a new part which resolved the reported issue. Visual inspection of the power supply pcb revealed that it was in unremarkable condition. No burn marks or signs of fluid ingress were noted. Analysis of the pcb found that the fuse and switching transistor were damaged, which would have prevented the mpu from providing power to a system controller. The damaged components were located in the transformer's primary side circuitry. The mpu patient cable was also replaced as it was found to be dirty. Additionally, two of the pins in the white power cable connector of the patient cable were found to be bent. After the power supply pcb and patient cable were replaced a full functional checkout was performed and the unit passed all tests. A replacement unit was requested. (B)(4) is now a rental unit and was returned to rental stock. The specific cause of the component damage on the mpu's power supply pcb was unable to be determined during this investigation. Abbott is continuing to monitor this issue. Review of the patient's complaint history noted that additional issues with heartmate ac power supplies were reported under (B)(4) (mpu) and (B)(4) (power module). No further information was provided. The manufacturer is closing the file on this event.